Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo. Visual observation of the photo revealed the needle was only partially retracted, confirming a needle retraction failure. Further observation revealed no damage to the visible components (i.e. Needle, button, grip and barrel) as displayed in the photo that would inhibit the needle from fully retracting. It was determined this defect is most likely related to the manufacturing process but without examining the actual device, a specific root cause could not be determined. A device history record review could not be performed as the lot number is unknown. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) failed to contain the needle. The following information was provided by the initial reporter: ¿it went in like normal. When the resident pressed the button to retract it, the needle sprang only halfway in. "